Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that during system start-up, the ultrasound system booted to a java error and hang. The ultrasound system was rebooted and the functionality was restored. The hard drive was also replaced and the software was reloaded. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
The device referenced in this report was not returned to siemens for evaluation and the system log files were not collected for investigation. Based on the description of the event, a probable root cause was determined as an oracle corruption leading to the sdm java error message, which is typically a result of an abrupt power down. Since the logs are unavailable, it cannot be determined why the system utilities tool failed to recover the exams. Reference complaint # (B)(4).